Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the handpiece device was running hot. It was reported that there was no delay to a planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was running hot was not confirmed. Therefore, an assignable root cause could not be determined. However, during pretest it was determined that the device failed cutter lock assessment. During repair the burr lock was taken apart and it was found that one of the two springs for the lock tabs was out of place and deformed and the other one was completely gone, causing the cutter not to lock. It was determined that this condition was due to running the device without a cutter. The cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.